Manufacturer narrative:
Batch review performed on 22-07-2025. Stem: sms solid 01.36.073 sms solid stem lat size 13 (k181693) lot 1903494: (B)(4) items manufactured and released on 05-07-2019 expiration date: 2024-06-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department: revision surgery was performed approximately one year after the primary total hip arthroplasty (tha) due to stem loosening. The patient had reported pain and underwent radiological follow-up. The available x-ray images confirm stem mobilization, with radiolucent lines particularly evident around the shoulder of the stem. Aseptic loosening is a well-documented complication in the literature, often with multifactorial or unclear etiology. Even in this case, the precise cause of the failure remains difficult to determine based on the available information. Aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
At about 1 year and 2 months from primary, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised the stem, head and liner. The surgery was completed successfully.